Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. It was reported that there was an issue with the suspend feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: a cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap were used during the analysis. The pump was able to power on with the test battery cap installed. The pump successfully performed the prime sequence functions. The pump was exercised for 24 hours, during which there were no occurrences of self-suspension. Evaluation revealed that none of the keypad buttons were hypersensitive. Pump function was able to be manually suspended and resumed with no issues. The reported suspend issue was not duplicated during the analysis. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked in the area below the grip pad. The pump case was observed to be damaged near the upper right corner of the display.